Event description:
It was reported that an icentral monitoring station was not able to display patient data due to a presumed device network address configuration issue. The number of patients involved and the duration of the loss of monitoring have not been obtained from the site at this time. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.